Event description:
Philips received a complaint from customer biome reporting the v60 ventilator alarmed with a low leak co2 (carbon dioxide) rebreathing risk error. The device was reported to be in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The rse instructed the bme to check the average air measurement. The rse recommended replacement of the gas delivery system (gds) due to the results of -1.0 standard liter per minute.

Manufacturer narrative:
Multiple attempts were made to try to obtain further information about this case, but no response received from the customer. This file is closed and can be reopened if new information becomes available.